Event description:
The surgeon had applied three rapidloc devices with the same applicator. On all three rapidloc devices, the suture broke at the back stop when he pulled on the suture to set the backtop. The three back stop's could not be retrieved and remain in the pt. The surgeon decided to perform a partial meniscetomy. All three rapidlocs had the same lot number. There were no pt consequences reported by the surgeon.